Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a red "x", gave a "unit failed" prompt, and powered off. Complainant indicated that there was no pt involvement in the reported malfunction.